Event description:
Complainant alleged that during biomed testing, the device took an extended time to charge energy and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device logs indicated that the battery was low. A low battery may result in the customer's report. This report will be closed as device meets specifications. Analysis of reports of this type has not identified an increase in trend.